Event description:
A malfunction code was reported from the customer's pump, identified as malf 16, and the fault ID was noted. There was no adverse impact to the customer's blood glucose level. The customer was advised to use multiple daily injections as a backup therapy to ensure continuous insulin delivery and was instructed by technical support to return the pump using a prepaid label. A replacement pump was arranged, and the shipping address was confirmed.